Manufacturer narrative:
The patient had previous infection admissions for MFR# 2916596-2022-00042 and #2916596-2021-05425. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with ongoing driveline infection issues. The patient was positive for serratia and staphylococcus aureus and blood cultures were positive for candida. Infection disease (ID) was consulted and an intravenous therapy for vancocin (vancomycin) was started for 6 weeks. Patient was deemed not to be a surgical candidate for driveline revision. On 18mar2022 the patient was stable for discharged and transitioned to doxycycline by mouth (po) for life once vancomycin completed.